Event description:
The disposable infinity cytology brush is intended to be used to retrieve cytological cell samples in the gastrointestinal tract. It was reported that during a procedure the brush head of the device separated and broke off resulting in the brush becoming stuck inside the pt. The brush head was left inside the pt, with the intent of laser retrieval, at the discretion of the physician. The facility has reported that the pt is fine and no serious injury occurred.

Manufacturer narrative:
The actual device involved was returned for the investigation. The engineering department concluded based on the inspection, that the brush head assembly did not detach from the nitinol drive wire at the bond connection. Instead, it appears that the wire portion of the brush head assembly broke due to cyclic fatigue resulting from severe bending. Consequently, it did not appear that the brush head detachment resulted from a mfg defect. Additionally, the lot history records for the device involved were reviewed. There were no abnormalities noted in the mfg of this device.